Event description:
The customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure. The manufacturer's field service engineer reported there was no patient involvement.